Event description:
Coupler broke. Had backup.

Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection of the offset coupler trial confirmed the complaint that the offset male connection appears damaged and loose. The entrance to the through hole detail on the male connection is damaged and the long spring pin appears to have been forcefully inserted. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.